Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 02, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, there was a lot of resistance during "step 1" and the handle was unable to move down. The stent was removed from the patient fully covered by the outer sheath; however, upon removal, it was noted that the catheter was sheared. The procedure was not completed as another axios stent was not available. On (B)(6) 2021, the patient was rescheduled for a second procedure and another axios stent was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on february 02, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, there was a lot of resistance during "step 1" and the handle was unable to move down. The stent was removed from the patient fully covered by the outer sheath; however, upon removal, it was noted that the catheter was sheared. The procedure was not completed as another axios stent was not available. On (B)(6) 2021, the patient was rescheduled for a second procedure and another axios stent was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath torn (shearing) near the luer section the luer lock was bent. No other issues with the stent and delivery system were noted. The reported events of sheath damaged/defective and delivery system difficult to advance can be confirmed as outer sheath was returned torn and the luer lock was returned bent. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician and/or the interaction with the scope could have caused the luer lock to bend leading to resistance during "step 1", which limited the performance of the device and contributed to the shearing in the outer sheath and the difficulty advancing the delivery system. Most likely the user bent the luer lock fitting creating a sharp surface for the delivery system to cross when drawn back resulting in shearing of the delivery system; therefore, a review and analysis of all available information indicated the most probable cause is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.